Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the implantable cardioverter defibrillator, noise reversion episodes were noted due to right atrial lead noise. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the patient presented on a scheduled follow-up in clinic. Upon interrogation, noise reversion episodes were noted due to noise on the right atrial (ra) lead. No intervention was performed. The patient was in stable condition.